Event description:
It was reported that pump displayed a malfunction alarm that could not be reset. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using a prepaid label, and understood that pump settings and continuous glucose monitor would need to be programmed and connected to replacement pump that was arranged by technical support.